Event description:
The condition/serviceability of this tape is substandard compared with another MFR's. The plastic material is lower in quality, it does not tear propelry and it is not as elastic as the other brand. The sticky side is also lower in quality. User has to change the tape on a pt at least twice a day. The other brand will last for 3 days. It is also dangerous, the tape gets peeled off unnecessarily. Rptr has had 2 incidents where an intravenous line was almost pulled out because the tape became undone, if it had not been observed that the tape was getting loose, rptr would have lost those IV sites and that would add suffering to the pt. The performance of the tape on a diaphoretic pt is worse.